Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Failure analysis could not reproduce the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed recognition and engagement, and it cut and sealed as expected. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no failures reported in the logs. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy procedure, when the vessel sealer extend (vse) instrument was inserted in the patient the surgeon noticed that tissue was sticking to the edge. The instrument was replaced to continue the procedure. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: surgeon was about to start the dissection when she noticed that the tissue and colon adheres to the sides of the vse jaw. She tried moving a couple of times and same thing would happen and we all noticed that the side was not smooth and so she told the assistant to remove the instrument after a few tries. She asked for a new vse and we all noticed that the new one is smooth and no tissues adhered so she proceeded with the procedure. No bleeding or injury or complication was noticed, and the case proceeded as planned. The surgeon¿s primary concern was that the edge of the vs seemed sharp or not smooth and she was concerned that it will injure tissue if she continued to use it.

Manufacturer narrative:
The vse instrument involved with this reported event has been requested for failure analysis investigations. Testing of the device has not been completed at this time. A review of the instrument log for the instrument 480422-01/k15230804 associated with this event was performed. Per logs, the instrument was last used on 01-nov-2023 on system sk3374. The instrument had zero uses remaining after last use.